Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the prevena plus¿ incision management system. It was reported the prevena customizable¿ dressing was used for 14 days and never changed. Device labeling, available in print, states: optimum use conditions. For maximum benefit the prevena plus¿ incision management system should be applied immediately post surgery to clean surgically closed wounds. It is to be continuously applied for a minimum of two days up to a maximum of seven days. It can transition home with the patient. Warnings: infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient¿s wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena plus¿ dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena plus¿ therapy should be discontinued until the infection is treated. Precautions: standard precautions: to reduce the risk of transmission of bloodborne pathogens, apply standard precautions for infection control with all patients, per institutional protocol, regardless of their diagnosis or presumed infection status. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 28-jul-2025, the following information was provided by the surgeon: the patient allegedly had a pseudomonas bacterial wound infection upon removal of the prevena customizable¿ dressing and was being managed with acetic acid washouts. On 31-jul-2025, the following information was provided by the surgeon: the patient experienced a technical issue with the prevena plus¿ incision management system which caused the device to lose suction for an unknown length of time. The pseudomonas was superficial, confined to epidermal layer, and resolved with topical acetic acid washes and antibiotics. Ten days post-operatively, the patient presented for follow up as the device was alarming; the dressing was left in place and an activ.a.c.¿ therapy unit was applied. The dressing was taken down on day 14, at which time, the patient was noted to have a wound infection. The infection resolved with acetic acid washes and antibiotics. The prevena plus¿ incision management system lot number was not provided, and the device not available for return; therefore, a device history record review and device evaluation could not be performed.